Manufacturer narrative:
The investigation into the access site bleeding has been completed. The impella pump was returned for investigation. The investigator reported the gwru failed leak reproduction testing as leaking was observed at the interface between the catheter and the hemostatic valve after applying approximately 19 millimeters of pressure. After opening the gwru, the o-ring valve was found to be significantly deformed. The root cause of the access site bleeding was a damaged o-ring valve in the gwru. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, blood was leaking from the repositioning sheath hub. Heparin was being withheld out of the purge solution. It was also noted that the patient was bleeding at access site from what appeared to be directly through the impella. Multiple attempts to mitigate bleeding had not been successful. Dressing was being changed every 2 hours. The patient remained on impella support and was successfully weaned.